Event description:
The user facility reported that the involved angio-seal device backflow of blood was not observed. When the assembly was inserted into the artery as per procedure, the backflow of blood was not observed from the drip hole. Considering the risk that the anchor would not deploy properly, the physician decided not to use the device and applied manual compression to achieve hemostasis. Subsequently, hemostasis was successfully achieved by manual compression only. The procedure before deploying the device was permanent pace-maker implantation (ppi). It is unknown whether a pre-deployment angiogram was performed. The size of the sheath ancillary used, puncture site, and vessel diameter are unknown. There was no health damage to the patient. Blood loss was less than 250cc. The procedure outcome was hemostasis was successfully achieved by manual compression. The event occurred intra-operative. The patient was not injured, medical or surgical intervention was not required. There were no other devices or equipment used with the reported product.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code & lot number combination was conducted with no findings. The complaint was unable to be confirmed since the device was not available for evaluation. The exact root cause was unable to be determined. The likely cause was determined to have been a blood return issue experienced due to insufficient device insertion. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/ hazard based risk table (hbrt).